Event description:
During a ptca treatment procedure, the maverick 2 monorial 9/2.5 mm balloon ruptured at 12 atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was calcified, 90% stenotic lesion in a tortuous right coronary artery. The physician used a march1 guide catheter to cross the lesion. The maverick 2 monorail balloon was removed and replaced with a quantum maverick 9/2.5 mm balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good".